Manufacturer narrative:
The product data has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported an issue with the adc application, with use with the adc device. The caregiver reported that they did not receive notification of customer's hypoglycemia via application, and the customer subsequently experienced a loss of consciousness. The customer was treated with glucagon injection and glucose by family member. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Attempted to replicate the user complaint and was able to receive glucose data from freestyle librelink successfully. The librelink app needs to be signed in only on the device used to scan. The user need to ensure there is an active network connection and ¿do not disturb¿ or airplane mode are not enabled to receive notification. The user complaint could not replicate based on provided information, the complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported an issue with the adc application, with use with the adc device. The caregiver reported that they did not receive notification of customer's hypoglycemia via application, and the customer subsequently experienced a loss of consciousness. The customer was treated with glucagon injection and glucose by family member. There was no report of death or permanent injury associated with this event.